Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was dislodged in the right ventricle. Diagnostic imaging was performed and confirmed that the atrial lead was dislodged. The atrial lead was repositioned to resolve the event and remains implanted. The patient was stable and there were no adverse consequences.